Manufacturer narrative:
The actual devices were returned for evaluation. The product had a part in the seal, preventing it from sealing properly. This could be due to the product not being loaded properly, or due to product shifting during production. There is a manufacturing protrusion detection, however that sometimes does not detect everything depending upon the problem. Also, operators are trained to inspect product pouches for parts in the seal, but in this case they were not detected. The inspection process is manual. The root cause is manufacturing error. If additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that multiple lots of a product were discovered with sealing issues. No injury/death was reported. This is entered in our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that multiple lots of product were found with sealing issues. The actual devices are available for evaluation. The manufacturing lot numbers were provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.